Event description:
In 2003, this patient was planted with gore excluder bifurcated endoprostheses. In 2008, CT revealed aneurysm enlargement due to endotension along with type ii endoleaks from the lumbar arteries. On the following month, a reintervention occurred whereby the existing aortic grafts were relined with a cook aortic uniliac endovascular stent into the left common iliac artery. A cook zip occluder was implanted in the right common iliac graft and a femoral-femoral bypass was also performed. The patient tolerated the procedure and it reported to be fine. A translumbar embolization was planned to treat the type ii endoleaks. On eighteen days later, a planned translumbar embolization was performed to treat the type ii endoleaks. The endoleaks were resolved. The patient is reported to be fine. No other complications have been reported at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis. According to the gore excluder aaa endoprosthesis instructions for use, endoleaks are a well known risk associated with the devices.